Event description:
On (B)(6) 2013, the patient's mother contacted animas and alleged the following: the buttons are sticking, for 6 about months and the patient has missed some boluses due to this. Mom reports about once a week patient would have a high blood glucose (bg) she thought was unexplained. Bg's getting into the 500 to 600 mg/dl range. Mom would bolus with pump and when bg did not respond and injection of insulin was given. At the regular health care provider (hcp) office visit yesterday it was discovered bolus's were not completed. Mom reports the ok button was not working correctly taking several pushes. All buttons but mostly the ok button not responding ,caused missed boluses. On (B)(6) 2013, patient had moderate vomiting with the bg over 600mg/dl. The patient is currently on her pump monitoring bolus's closely , checking bolus history awaiting replacement pump for tomorrow. This complaint is being reported because a patient on pump therapy experienced hyperglycemia related to the alleged sticking keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no damage found to the keypad. All buttons respond to presses appropriately. The keypad symbols were found to be worn. Keypad removed; no damaged/misaligned contacts found, contamination found under all button contacts. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.